Event description:
Patient had a three-way foley catheter in place that need to be flushed. After flushing, noticed the port was unattached from the tubing. Removed foley. After deflating the balloon and pulling on the catheter, about 1/2 inch would not come out to completely remove the catheter. After inflating a small amount back into the balloon the catheter slid out.